Manufacturer narrative:
H10: the field service engineer (fse) replaced the blower assembly performed testing and all tests passed. The ventilator has been returned to service. The blower motor assembly was returned and evaluated. The customer complaint cannot be verified. The returned blower passes all testing. No fault found. H11: h6- device problem updated from inadequate user interface to excessive heating.

Event description:
The customer reported that while the ventilator was in use, it alarmed and gave the error message on the screen that the blower motor temperature was high error. The ventilator was on a patient and was swapped out to a different ventilator due to the error. No additional patient harm was reported. The customer confirmed blower motor temperature high was present in the error log. The air filters were checked and found they were not excessively dirty.